Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a pediatric tube. The customer reported the device broken while in the patient. The customer further reported that the color of the device changed. A procedure was conducted to remove the piece using endoscopy. The device was placed on (B)(6) 2013 and removed the same day.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.